Manufacturer narrative:
((B)(4). Investigation results: one flexiva 365 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device would lead the user to believe that the fiber degraded quickly thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a resection of the bladder tumor procedure in the bladder performed on (B)(6) 2017. According to the complainant, during the procedure, the glass tip of the fiber degraded without even touching the bladder tumor. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.